Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with bradycardia and heart rate in the low 30 bpm range. The patient reported feeling a faster rate at times and also reported feeling dizzy and lightheaded intermittently over the past two months. A review of the data showed ventricular tachycardia (vt) episodes which were not vt, but rather vp with no capture. It could not be determined if the noise resulted in pacing inhibition causing greater than two seconds of asystole for this patient. Pocket manipulations were performed and the noise could not be reproduced and impedance measurements were stable. A revision procedure was performed and no lead damage was identified via fluoroscopy. Additionally, the lead terminal pin was visualized beyond the second setscrew. The right ventricular (rv) lead and the device were removed from service and replaced. No additional adverse patient effects were reported.